Event description:
Patient with rectal adenocarcinoma had a right subclavian port placement in (B)(6). At 15 days post-op he started lifting weights again. He presented (B)(6) for infusion and complained of pain when attempts were made to drawn blood. He also then reported that he had recently experience pain between his shoulder-blades and upper back. Radiology studies revealed the port had fractured and the distal segment had migrated to the right side of his heart. This was retrieved via interventional radiology procedure.